Event description:
Pt developed an infection after portrait psr treatment. Pt had a dental procedure prior to the procedure. Pt treated with zithromax antibiotic and responded well.

Manufacturer narrative:
The portrait psr does not contact the pt during use. Labeling states that following the procedure, the treated site may be subject to an opportunistic infection. Normal precautions such as the use of prophylactic antibiotics, dressings and antibiotic ointments/creams, may be used at the discretion of the physician.